Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor wire might have been left behind in his body on (B)(6) 2014. Patient did not report any discomfort at insertion site. Dexcom technical support attempted to contact the patient multiple times in order to collect additional information from the patient but were unable to reach the patient. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.